Event description:
Pt self tester reports discrepant results with meter compared to lab. Date: (B)(6) 2010, inratio: 3.8, lab: 2.58 (done at the same time). Pt's target therapeutic range is 2.0-3.0.

Manufacturer narrative:
Investigation pending.